Event description:
The field svc report indicates that there was no ac power on transport. The battery ceased working and another pump had to be used.

Manufacturer narrative:
Eval: field svc evaluated the console and replaced the power supply. The fuses checked good. The console passed the functional and electrical safety checks. Pump was returned to svc on 2/5/08.